Manufacturer narrative:
No similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter stated that a 12.6mm micl12.6, -8.0 diopter, was torn during the loading process. There was no patient contact and the bakup lens was used. The reporter stated that the cause of the event is unknown.

Manufacturer narrative:
Device evaluation: the lens was returned in liquid, in lens vial. Visual inspection found a piece of haptic missing from the lens. Corrected data: type of report: initial report should be "30-day" and "initial". (B)(4).